Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, it was observed that the device was functioning appropriately, and all the measurements were normal. There were no sustained ventricular tachyarrhythmias or spontaneous therapies that was noted since implant. Upon review of electrograms (egm¿s) atrial lead oversensing resulting in multiple mode switch episodes was observed. The atrial lead remains implanted. The patient was stable throughout and will continue to be monitored.